Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. The provided image was reviewed by an isi failure analysis engineer (fae). The following additional information was provided: it looks like the grip tang of the instrument could be bent.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the force bipolar instrument's tip was damaged. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. The tse reviewed the system error logs but found no related errors. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter stated that the tip was not broken off but the jaw seemed to be dislodged. The user used another instrument to put it back to the original position and successfully removed it from the patient. The instrument was not stuck on tissues when the issue occurred. No fragment fell into the patient. There were no unexpected tissue removal, and no thermal damage was observed. No patient injury occurred.